Event description:
No adverse effect to the pt. Patient informed medical equipment co that approximately 5:15am. He awoke to the sounds of sparks coming from the back of the CPAP machine. He stated that the he keeps the CPAP machine, a resmed s8 compact with humidifer, res med h31 on a tray made by fisher and paykel on the floor by his bed. Patient carried the CPAP and humidifier to the sink and dowsed with water. Patient was not harmed, a spot on the carpet was melted. Home filled with smoke and was aired out.